Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt committed suicide at home. It was reported that training was not a factor and the death was not device related.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.